Manufacturer narrative:
The reported events of low pacing impedance, noise on the atrial lead resulted in inappropriate automatic mode switch, and insulation damage were confirmed. As received, only a distal portion of the lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion exposing the outer coil consistent with friction to the device can, located proximal to the suture tie impression of the lead. The cause of the reported events was isolated to the external insulation abrasion found on the lead.

Event description:
It was reported that noise and low pacing impedance were noted on the right atrial (ra) lead. The physician elected to explant the ra lead and replace it with a new lead. The patient condition is not known.

Event description:
New information received indicates that noise on the atrial lead resulted in inappropriate automatic mode switch (ams) episodes. The physician suspects insulation break.